Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent cartridge alarms occurred. Reportedly, the customer performed a cartridge change to resolve the issue. Reportedly, the customer was hospitalized in the intensive care unit on (B)(6) 2025 with a blood glucose level of 1200 mg/dl and high ketones, which were identified as dangerous by a healthcare provider, acute kidney and renal failure. Reportedly, the customer lost consciousness and required assistance and police were called to assist. While hospitalized the customer was treated with intravenous fluids of saline, insulin, and antibiotics. Additional they were treated with dialysis and diuretics'. Customer was released on (B)(6) 2025 with issue resolved and no permanent damage. A replacement pump was sent to the customer to resolve the issue.